Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a small bowel resection, the stapler closed and the knife advanced, however, the staples did not deploy. The stapler closed on the bowel as expected, fired as expected, then the bowel immediately fell apart as there were no staples, it only cut. The stapler had no plastic pop-up brake to prevent re-firing. Additional tissue had to be resected. No other information was provided. The sample will be returned for investigation. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Event description:
Additional information received from the account: the staple line was re-stapled in order to correct the incomplete staple line. Standard or expected recovery for the patient for the planned procedure. There was unanticipated tissue loss. Additional bowel loss in order to complete the resection with anastomosis. There was an adverse event reported due to the delay in surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the first instrument noted that the firing knob was not full retracted. It sat about half way between the proximal and distal end of the channel. The visual inspection of the first cartridge noted that single use loading unit was fully applied. The interlock was triggered. The knife blade was advance to the 5cm cut line. The firing knob was fully retracted and the knife blade slide properly into the interlock. The sulu was reset and reloaded with staples. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. Visual inspection of the second instrument noted no abnormalities. The firing knob was fully retracted. The visual inspection of the second cartridge noted that single use loading unit contained a full complement of staples. The interlock was triggered; the most proximal staples were protruding. The sulu was reset. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the engaged interlock may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the advance knife blade and firing knob may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.